Event description:
It was reported that during a shipping delivery in the warehouse, 4 batteries were received within a month of the expiration date. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that during a shipping delivery to the getinge warehouse, four batteries were received which were within a month of the expiration date. The service bulletin mentioned it should have six months shelf life of the battery. There was no patient involvement.

Manufacturer narrative:
The getinge field service engineer (fse) that encountered the reported issue informed that the four received batteries that were within a month of expiration date were used before they were expired, and then they were disposed off locally.